Manufacturer narrative:
Device evaluated by MFR: the burr catheter was returned attached to the advancer unit. The advancer, handshake connections, sheath and coil were microscopically and visually examined. The coil was observed to have stretched and was broken at 139cm from the strain relief. Microscopic examination of the detached burr noted that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The broken coil is visible in the proximal end of the burr. Inspection of the remainder of the device presented no other damage or rregularities.

Event description:
It was reported that burr detachment occurred. A 1.25mm rotalink plus was selected for use. During preparation, it was noted that the tip of the device became separated. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that burr detachment occurred. A 1.25mm rotalink plus was selected for use. During preparation, it was noted that the tip of the device became separated. The procedure was completed with another of the same device. No patient complications were reported.